Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured october 26, 2014 - october 27, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device¿s flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The patient was connected at the time of the event. The device was filled with 4000 mg fluorouracil in 256 ml of 0.9% sodium chloride. The expected infusion time was reported to be 46 hours; however, the device completed therapy in 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.